Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). Further information was requested but not provided.

Event description:
Additional information received indicated the event was discovered in clinic and the patient was asymptomatic. The implantable cardioverter defibrillator (ICD) was reprogrammed and there were no reported adverse effects to the patient.